Event description:
Inbound call from patient, her crono 5 pump is alarming occlusion, per patient all clamps are open and tubing is not kinked. Attempt made to change just the tubing. However when pressing correct buttons to prime and error 4 occurred, then and error 5. Pt switched to back up pump. No patient related adverse event related to pump error. No missed dose. Sending out a replacement pump to the patient. Dose or amount: 50.1 ng/kg/min. Frequency: continuous. Route: IV. Dates of use: from (B)(6) 2013 to ongoing. Diagnosis or reason for use: pah.